Event description:
Boston scientific received information that right ventricular lead has been exhibiting high out of range impedance measurements of greater than 2500 ohms. This lead will have normal measurements for a few days, then go out of range and back to normal. This patient is undergoing radiation treatment to her lungs, so to prevent damage to her device and leads, the device was relocated to the abdomen. It is believed that this lead may have been damaged during the move, but it is not confirmed at this time.

Manufacturer narrative:
As of this date, the lead portion has not been returned. If this lead portion should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
New information became available that this lead also exhibited intermittent loss of capture. When the physician investigated the cause of this, it was noted that when they pulled on the lead they noticed that the lead terminal pin or adapter was damaged. As a result the top most portion of the lead was cut and abandoned, and the terminal pin and adapter will be sent back to boston scientific. The damage is thought to be a result of some intense radiation the patient received several months ago.

Manufacturer narrative:
Boston scientific technical services was consulted and suggested trying isometrics at next visit. At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the lead was returned severed 5 cm from the pin, and only the proximal section of the lead was returned. There were three sets of set screw marks noted on both the terminal pin and ring. An x-ray was taken which revealed that there was a terminal pin fracture found at approximately 9 mm from the front where the pin is transitional into a smaller diameter, just above the terminal ring. This damage was determined to be procedurally induced.